Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer loaded a new cartridge and inserted a new infusion set to resolve the issue. Customer was successfully able to complete the load sequence and resume insulin delivery. Customer's blood glucose was 83 mg/dl.